Event description:
Additional information received reported the patient was doing good. It was noted, the patient had no issues with the patient programmer now.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n275567, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) returned a ¿call your doctor symbol¿ and a 574 error code on the patient¿s programmer. It was noted the ins¿s stimulation could not be read using a physician programmer. It was further noted that interrogation with a physician programmer revealed a ¿blank¿ screen ¿like reading a whole brand-new battery.¿ the manufacturer representative (rep) stated there was ¿probably some kind of catastrophic memory error¿ and added that he ¿couldn¿t say that emphatically.¿ it was noted the patient had last successfully recharged three weeks prior to report. It was additionally noted the patient first saw the 574 error code four to five weeks prior to report and that she ¿didn¿t do anything about it¿ because she could still feel the stimulation. It was stated the patient still felt stimulation at the time of report. It was reported the rep could not change the ins programming at the time of report. The patient noted she remained able to recharge the ins with her recharger and that she ¿never turned it off¿ that she would ¿leave it like it is.¿ the patient was reported to have charged her ins two weeks prior to report and was ¿constantly checking her ins level¿ because she was in the process of recovering from an overdischarge. It was stated the patient did not use the antenna locate feature regularly, but did use it. It was noted a physician mode recharge (pmr) did not resolve the issue. It was further noted the rep then reprogrammed the patient¿s ins and that this resolved the 574 error code and allowed the patient to make changes to her therapy. Additional information has been requested. A supplemental report will be filed if additional information is received.